Manufacturer narrative:
The device was returned to the manufacturer and evaluated at tek park for proximal weld separation. Aesculap inc. Previously reported that a supplier corrective action request (scar) was initiated due to an adverse trend observed for devices exhibiting failure at the thumb-loop assembly joint. The supplier evaluated the malfunction by looking at devices with a lot number beginning with "m." As a result of this analysis, the push rod fixture was redesigned to increase the clearance, which ensured that the fixture appropriately stressed the entirety of the soldering joint. Upon implementing the new fixture, the supplier tested returned non-conforming samples, and verified that the soldering no longer hung up on the new fixture, as had been observed on the previous one. An investigation of the device manufacturing records was not possible as the lot # of the device in question was not provided. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Additionally, historical scrap rates were reviewed with no increase observed in scrap related to the complaint issue. In addition to the redesign of the soldering fixture, the supplier reviewed the work instruction for the torch soldering operation and identified improvement opportunities. The original work instruction was used to better define the soldering process with a more focused emphasis on the following: equipment startup and shutoff operations, clear imagery of acceptable soldered subassemblies, and clarified cleaning operations for components prior to soldering. A second dedicated work instruction was implemented to better define the attribute inspection criteria for the brazing process used for the solder between the thumb loop and rotator block. The visual inspection at tek park noted proximal solder joint failure resulted in separation of the thumb loop and rotator block. The button assembly which connected the thumb loop and finer loop had been modified during repair. The shaft coating was either damaged or was replaced during instrument repair. There was an uncoated section of the shaft at the proximal end of the shaft. There was etching on the device indicating an aesculap technical services (ats) repair had been performed in december 2019. Functional testing showed the handle function was rough. Physical inspection revealed that the instrument handle easily separated from the rotator housing. This damge prevented the full opening and closing of the instrument jawas and resulted in rough actuation of the jaws. No further tests were performed beyond the test to confirm the complaint failure. Based on prior evaluations of complaint devices reported with a failure mode of proximal weld separation, this event likely occurred due to inadequacies in the defined production process which limited the device performance. Aesculap inc. Opened a corrective action/preventive action (CAPA) for further evaluation of the design transfer of this device.

Manufacturer narrative:
Manufacturing site evaluation: additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported to aesculap inc. That a prestige atra grasper dbl-act 5mm (part # 8360-10) was in need of repair. According to the complainant, during inspection device were noted to have weld broken at the handle. The complaint device has been returned to the manufacturer for evaluation. The malfunction is filed under aic reference (B)(4).